Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump was shutting down, hardware low level failure and buttons were not responding. The customer¿s blood glucose level was 9 mmol/l at the time of incident. Customer state that the insulin pump was exposed to moisture. Customer was swimming. Customer stated o-ring is in place. Customer stated o-ring is free of debris. Customer stated battery cap is not damaged. The insulin pump will be returned for analysis.